Event description:
It was reported that three weeks following a lap adjustable band procedure, after the first week, the pt had an episode of vomiting, and then threw up for 10-14 days after that. Was only able to take small amounts of water. Had some back and shoulder pain 2-3 days before calling the physician. Pt had an upper gi which showed a very tight narrowing at the band. Took pt to the or and had a very difficult time removing things, due to her very thick abdominal wall. Physician did an endoscopy, which passed without problems into the stomach. There was a small ulcer at the stomach, which made physician suspect a band erosion. Finally removed the band, and rechecked with the gastroscope. There was an erosion. Placed drains in the stomach and around the site. Waited five days and restudied pt. The area had sealed off. Drain remained but will be removed slowly over the next few weeks. Removing the band had some challenges, as the physician had a difficult time making a large enough fascial incision to extract the band. Pulled on it and the band broken. Had to make another incision to find the band itself and take it out. Physician is going to let pt's stomach rest and talk to her in a month and plan the future.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.